Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked tank cover. Wear and tear damaged enclosure, front cover, and block assembly. Faded line cord. Outdated printed circuit board (pcb) and power switch. Started with a visual inspection then filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The reported issue was duplicated. The root cause of the reported issue was found to be overtightening the tank cover screws by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Additional information d4 removed model number and UDI is unknown. No product information has been provided to date., corrected data: correct d1, d2, d3, g1, h3, h6.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 had leaking issues. No patient adverse events reported.